Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is experiencing issues with air bubbles in the reservoir. No air bubbles found in the tubing. Bubbles are smaller than champagne bubbles. Customer stores insulin in the refrigerator and waits before using it. Blood glucose value was 146 mg/dl. Nothing further reported.